Manufacturer narrative:
Concomitant medical devices: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Diopter: 17.00. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a 17.00 diopter collamer single piece lens in the patient's right eye on (B)(6) 2015. The lens tore during insertion into the eye. Tears in the optic seen after insertion. The lens was removed with no patient injury. Another same model and diopter was implanted.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens removal was performed to address lens damage ("tears in optic") noted upon insertion. Lens was removed without incision enlargement or any other tissue damage. According to the report by a nurse, dated on (B)(6) 2016, the cause of the event was unknown and there was no patient injurybased on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Additional data: on last visit date (B)(6) 2016, the patient's post-op best corrected visual acuity was 20/25 and uncorrected visual acuity 20/40. Product evaluation - visual inspection found the lens haptic bent. Work order search. Work order search: no similar complaints were reported for units within the same lot. (B)(4).